Event description:
Complainant allege that while attempting to treat a (B)(6) year old male patient, the device displayed a "poor pad contact" message. The clinicians noted that the electrodes pads would not adhere well to the patient's chest. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient, however, these pads did not adhere well to the patient's chest. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.